Event description:
The user facility reported that their 5085 surgical table column shroud covers separated when the table top was raised while a patient was on the table. The shroud covers separated when the table top was raised during patient prep/setup prior to the start of the procedure. The patient was transferred to a different table and the procedure continued successfully without further event. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site inspect the table. Evaluation of the table and discussion of the event with the facility revealed that the staff had an object placed on the base of the table. When the table top was lowered, the column shroud covers caught the object, damaging the lower base on the back rear side. This also caused damage to the interlocking tabs and column rear cover brackets. The service technician disassembled the column covers and determined that the rear bracket cover was damaged beyond repair. The technician replaced the rear bracket cover. The table was tested, confirmed operational and returned to service. The operator manual states: "warning-personal injury and/or equipment damage hazard: do not store items on the table base. Doing so may result in equipment damage or inadvertent table top movement that could place the patient and/or user at risk of injury". The service technician counseled the customer on proper use of the table and the importance of keeping the base of the table free of objects. The table labels were also reviewed with the customer.